Event description:
The patient was reportedly experiencing intermittencies and facial nerve stimulation. It was also reported that the patient's device has migrated since the implant surgery and the patient developed an air pocket over the implant site. Testing showed that the device is functioning. Surgery to reposition the patient's device will be scheduled.